Event description:
It was reported that (2) devices were used during a video assisted thoracic surgery wedge resection. It was reported by the affiliate that on the second firing, the staples malformed at the last 1cm of the staple line. The surgeon put some overstitches to close the tissue.